Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that several attempts have been made to obtain clinical/medical documents to support this complaint to no avail. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Some potential probable causes of the reported issue could include laxity in the joint or improper device selection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to dislocation, pain and a feeling of wrongness. Devices explanted: femoral component (journey ii cr), tibial base plate (journey) and insert (journey ii cr). Device implanted: j2 dd insert.